Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 11nov2024. It was reported that balloon leak occurred. The stenosed target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the contrast agent leaked from the bottom of the radio maker. The procedure was completed with another of the same device. No complications were reported, and patient was normal post procedure. However, device analysis revealed a balloon pinhole.

Event description:
Reportable based on device analysis completed on 11nov2024. It was reported that balloon leak occurred. The stenosed target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the contrast agent leaked from the bottom of the radio maker. The procedure was completed with another of the same device. No complications were reported, and patient was normal post procedure. However, device analysis revealed a balloon pinhole. It was further noted that the target lesion exhibited 70% stenosis. The procedure involved a single inflation at nominal pressure, with the duration of inflation limited to one instance.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.